Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the hardware procedure was completed successfully. It was further reported the reason for the hospital transfer was the surgeon was planning converting this patient to a total hip arthroplasty after the hardware removal. Once the bone fractured during hardware removal, the surgeon felt he needed different options for the total hip such has longer stems. Because of this, the patient was transferred. The surgeon was able to complete the surgery at a later date due to having to wait for equipment needed from his total joint company.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screws: fns locking /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2024, a patient underwent surgery for a hardware removal of a 2-hole femoral neck implant. Two of the distal locks of the locking screw were pulled out in the plate. During the removal surgery, the patient had a fracture in the femur. It took 1.5 hours to remove the hardware. The patient was transferred from the surgery center to the hospital, and on (B)(6) 2024 was converted to a three piece module revision hip system. This report involves one unk - screws: fns locking. This is report 2 of 2 for (B)(4). This report is related to (B)(4), which captures the femur fracture that occurred during the revision surgery.